Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: during investigation, no damage was found to the battery cap. The battery cap tightened and removed from the test pump with no issues. Unrelated to the original complaint, the battery compartment was cracked above the grip pad. The battery compartment threads were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.